Event description:
It was reported that during a da vinci hysterectomy procedure, the hospital staff had contacted intuitive surgical as the patient side manipulator (psm) arm was having issues. The staff reportedly observed that the jaws of an unspecified instrument was not closing completely, subsequently experienced issues with grasping the needle. Intuitive surgical (B)(4) database revealed that at least two (2) mega needle driver instruments were utilized by the site at the time of the reported incident. The case was said to have been completed successfully. Several attempts were made via phone and electronic mail by intuitive surgical to obtain the affected part from the site for analysis without success. There were no reports of missing and/or fallen pieces observed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.